Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had leakage past the stopper. The following information was provided by the initial reporter: attached is the complaint form becton dickinson oy 309649 syringe luer-lock synt. Plunger 5ml st bd plastipak 3-piece syringe 5ml lot-number 4253038 description of the defect: " an expensive biological drug had been drawn into a 5 ml syringe. From this syringe, the solution was distributed through a syringe-syringe combiner to smaller syringes. However, the drug solution had started to leak from the plunger side of the 5 ml syringe and got on the worker's fingers. Production had to be interrupted and replaced with new supplies and medicines. The syringe is no longer there. No problems have been detected with other sprayers from the same batch."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up report for additional information and device evalutaion. Annex e code has been updated to e2403 - no clinical signs, symptoms or conditions. Annex f code has been updated to f26 - no health consequences or impact. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Batch 4253038 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received from customer 30-jun-2025: 1. The patient was not harmed. 2. The incident occurred in a laminar flow cabinet. 3. The leaked drug was aflibercept.